Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The phaco function was working. The service representative indicated that it was a problem with the settings. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "no phaco power" (device operates differently than expected). The customer reported that the system lost phaco power on all doctor settings during a procedure. The system was switched out and the case was completed. There was no patient impact.